Event description:
The facility has had several reactions during catheter insertion. These reactions began in (B) (6) 2008 and continue through (B) (6) 2010. In all but one case, catheters being inserted were groshong piccs. There is some thought that saline might be the culprit here, so they've changed the prefilled saline syringes they are using.

Manufacturer narrative:
The device has not been returned to the MFR for eval. Chr showed no other similar product complaint(s) from this lot number.